Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6). Product type: recharger. H3: analysis of the 97755 recharger (rtm) (serial number ((B)(6)) revealed that the rtm does not find ins. The passive mode does work for location. Scrapped after failing at plexus and bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that they are no longer able to charge the ins. The patient reported that they started to have recharging problems "probably two weeks ago", mentioned sometimes recharging would be finished before ins is 100%, on tuesday recharging stopped at 30%, and yesterday it couldn't charge at all. The patient stated that they used to be able to get to the passive recharge mode screens, and then start recharging normally, but yesterday when they pressed ¿recharge¿, they was brought to the ¿trying to recharge¿ screen. It was reported that all the numbers along the bottom were 0. The patient reported that the recharger (rtm) paddle got really warm. The patient reported that they have tried resetting the controller as suggested by the rep but that has not help. The patient reported that they were in lot of pain because they cannot charge the ins.